Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 75% stenosed mid left anterior descending artery. The balance middleweight elite guide wire was being advanced through a non-abbott micro catheter when the two became stuck. The guide wire and micro catheter were removed together without resistance. Another guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.